Event description:
It was reported that the patient underwent a surgical procedure involving this inflatable penile prosthesis (ipp) due to a tear in the tubing connecting the pump component to the reservoir. The ipp was evaluated visually and via palpation after which it was determined it was no longer reliable. All components of the existing device were removed and replaced with a new ipp. There were no patient complications reported.